Event description:
Caller reported an error with cgm, specifically error 42, on their g7 sensor. After a discussion with customer technical support, the caller was guided through a pump reset. There was no recurrence of the error code after the reset. No additional information was provided regarding the outcome or any impact on the caller¿s blood glucose level.